Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed two ventricular tachycardia (vt) episodes. The patient was instructed to go to the emergency room. Upon device interrogation, it was discovered that both episodes were initially registered as supraventricular tachycardia (svt), by the implantable cardioverter defibrillator but due to intermittent under sensing of atrial beats, the device labeled the event as vt and delivered antitachycardia pacing (atp) therapy. The physician elected to change the patient¿s medication and no intervention was performed on the device. The patient was in stable condition.